Event description:
It was reported that this patient with this pacemaker was set to store an electrogram (egm) with a magnet. Technical services (ts) noted this would appear as a pacemaker mediated tachycardia (pmt) episode however, no episode was stored in the logbook. This patient went into the clinic for the health care professional (hcp) to demonstrate proper magnet placement. The hcp observed documented external monitor reports of this patients heart rate of less than 60 beats per minute. While the hcp was trying to apply a magnet nothing was being stored. Technical services (ts) discussed proper magnet placement. A successful episode of pmt was stored. Ts noted r wave deflections that were not being oversensed. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted due to an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this pacemaker was set to store an electrogram (egm) with a magnet. Technical services (ts) noted this would appear as a pacemaker mediated tachycardia (pmt) episode however, no episode was stored in the logbook. This patient went into the clinic for the health care professional (hcp) to demonstrate proper magnet placement. The hcp observed documented external monitor reports of this patients heart rate of less than 60 beats per minute. While the hcp was trying to apply a magnet nothing was being stored. Technical services (ts) discussed proper magnet placement. A successful episode of pmt was stored. Ts noted r wave deflections that were not being oversensed. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted due to an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.